Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device was having low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as no audio. The cause of the condition was the detached speaker. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device was having a low audio volume. No additional information is available.